Event description:
It was reported that during the attempted implant of the left ventricular (lv) lead, the patient's coronary sinus (cs) was dissected. The lv lead was removed and the implant attempt was stopped. Myocardial leads were implanted the next day. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The full lead was returned and analyzed. The lead was stretched.